Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This unit was returned for failure analysis. The reported 23062 error was confirmed in the field but could not be replicated during in-house testing. In lighthouse, the 23062 error was found, indicating a failure on the wrist pitch axis and confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument; no issues were observed, and the unit passed system testing. After installing the unit on sftp and running the fitness test, it failed the following: verify encoder calibration ¿ wp, wy, ro, and grip (wrist_yaw_max_abs_ptec); clutch button calibration verification (max_b_push_act_pk and max_kernel_cal_delta); and gravity balance test post sine cycle ¿ sh (max_imbalance), el (max_imbalance), and wp (min_margin and min_friction). After running calibrations, the above tests passed. A 1-hour slow-speed sine cycle on the wrist pitch axis was performed and passed. The 23062 error was not observed during sftp testing. Based on this investigation, failure analysis concluded that the wrist pitch motor and the slip ring are the probable root causes of the reported event.

Event description:
It was reported that the customer experienced an error on the master tool manipulator and wanted to confirm which console had the issue to unplug for the day. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.